Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of an unspecified channel failure could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: ca-(B)(4). The customer stated that there was patient involvement

Event description:
The customer reported that an unspecified channel failure occurred while infusing tpn. The infusion was switched to another device. Biomed found no issues.